Event description:
It was reported that the patient began experiencing atrial fibrillation the previous day, however, the following day, the device did not show the atrial high rate episode that was in progress. It was also reported that the programmer showed a mode switch was in progress, but the mode switch was not recorded on the atrial high rate episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.